Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l44254, implanted: (B)(6) 1997, explanted: (B)(6) 2008, product type: lead. Product ID 3888-28, lot# l44037, implanted: (B)(6) 1997, explanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a few months prior to (B)(6) 2007 the implantable neurostimulator (ins) effectiveness began to decrease, and as of (B)(6) 2007 it had stopped completely. Due to this the consumer complained of increasing daily pain in the bilateral buttocks and lower extremities to the feet (with the right greater than the left) in the areas the ins covered. The pain got worse with forward bending and walking, and got better with lying down. As of (B)(6) 2007 the consumer¿s verbal pain score was 7/10 with the pain having burning and aching qualities to it with it being worse on the right side. An x-ray taken showed the ins was in the right hip with two leads in the epidural space at the t10-t12 levels. The hcp¿s impression was the ins was depleted and there was ¿displacement¿ of leads caudally two interspaces. Medical records state analysis of the stimulator indicated the ins no longer powered up and was completely discharged. It was recommended the consumer have the depleted ins replaced with a rechargeable once which should recapture their lower extremity pain symptoms. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.